Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the (B)(4) pilot program. Additional lot numbers: w3544085, w3651989. Concomitant medical products: boston scientific inflation handle, olympus endoscope (unknown model), cook ds-60cc syringe, big 60 inflation device. For all three (3) reported events, the devices were returned to cook endoscopy. For all three (3) reported events, our laboratory evaluation of the product said to be involved confirmed the reports. For two (2) of the reported events, during a visual inspection of the balloon material, a split was observed in the balloon material. The splits vary in size from 4.3 cm to the entire length of the balloon. For all three (3) reported events, no section of the balloon material was missing. For two (2) of the reported devices, the catheter did not exhibit any stretches, kinks or damaged areas. There was a kink in the catheter at 45.3 cm from the distal end of the proximal hub in one (1) device. The device history records for the lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the products that were released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided in the reports indicated the balloons did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to "apply negative pressure to the catheter" to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use contain the following warning: ¿during dilation, do not inflate balloon beyond the maximum indicated inflation pressure.¿ over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lots said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that during three (3) separate endoscopy procedures, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon was reported to leak. In each case, the device was removed and another of the same product was used to complete the procedure with no harm to the patient. These reports were received from various sources on various dates. All three (3) events involved patients with no patient consequences.